Event description:
It was reported that the user experienced recurrent low glucose events at work after announcing lunch on the ilet system, with one reported glucose of 120 mg/dl prior to the lunch announcement and subsequent rapid declines despite usual meal sizes; the pump was scheduled for replacement and the user was counseled on standard meal entry and to contact their physician. Symptoms included feeling twitchy consistent with hypoglycemia. Outcomes included treatment with oral glucose and completion of troubleshooting and education. Investigation included case intake, user counseling, and plans to replace the pump for further assessment. Investigation of this case revealed an unclear cause of hypoglycemia, with no confirmed device malfunction identified at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.